Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height due to the coupler being damaged. It was also reported that the siderail would not raise/lower/latch properly due to the mount being damaged. It was further reported that the fowler was bent, but could lay flat. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.